Manufacturer narrative:
Insulin pump received with arrow buttons not responding due to flattened button dome switches. No button error alarm noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on the insulin pump. Customer stated that the buttons are unresponsive. Customer's current blood glucose readings are 121 mg/dl. No further information provided.